Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they believe there may be an occlusion that is causing the high levels. The customer's blood glucose level at the time was between 400mg/dl and 500mg/dl. The customer declined to troubleshoot. Nothing is being replaced or returned at this time.